Event description:
It was reported that this right ventricular (rv) defibrillator lead was explanted due to loss of capture and low amplitude poor morphology. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is returned for analysis, this report will be update with pertinent information upon completion of analysis.